Event description:
A report was received that the patient had pain at the pocket site. The patient underwent a revision wherein the ipg was moved from the bottom to the top of the original pocket. The patient was doing well postoperatively.